Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting an error code 1102 alarms primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states the unit alarms primary alarm failed message on screen, noted error 1102 in the event log, requests part ID to correct the issue. The rse advised customer to replace the speaker assembly to correct the issue and provided part ID, customer acknowledged and will order the part. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.